Manufacturer narrative:
(B)(4).the device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump had its volume not correct. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom "volume is not correct," which was not confirmed or reproduced. The pump was tested under multiple flow parameters and did not reproduce a flow rate inaccuracy greater than +/-5%. No component causality could be found. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-01054 can be removed from the FDA database.